Event description:
Customer reported an emergency room visit followed by hospitalization due to a low blood glucose level, value was not provided, causing the customer to fall out of bed, leading to a hematoma on the right side of the body. Despite taking actions including consuming cereal and milk to raise glucose levels, the incident resulted in continued pain requiring percocet. The pump system was checked but showed no issues. Customer was released on (B)(6) 2025, with no permanent damage and issue resolved.